Event description:
It was reported that the right ventricular lead exhibited low r-wave amplitudes and t-wave oversensing. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remained active. The lead was later explanted due to an infection unrelated to the lead. During the procedure, it was noted that the distal tip of the lead had dislodged, broken off from the lead body, and migrated to the right lung. No attempt was made to retrieve the lead tip, and it remains in the patient. There were no complications from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). A partial lead with the lead tip measuring 52.8cm was returned for analysis. External insulation abrasion was noted at 12.3-13.1cm, 14.3-15.3cm, and 22.2-22.5cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 25.5-28.3cm from the proximal end of the rv shock coil. Internal insulation abrasion under the svc shock coil was noted at 15.8-15.9cm, 16.1-16.5cm, 16.7-16.8cm, 17.6-17.7cm, 18.9-19.0cm, and 21.6-21.8cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. A fracture of the inner coil under the rv shock coil was noted at 1.7cm distal to the proximal end of the rv shock coil. This is consistent with the observation from the field of a sensing anomaly.